Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient was tired, flushing, and moaning. During that time, the spouse did not bother to check the dexcom cgm since the receiver was not alerting. No medication or treatment yet. Spouse directly called an ambulance. When the ambulance arrived, they took a finger prick test and bg was at 40 mgdl. The receiver was not checked and not taken to the emergency department (ed). The patient was given glucose IV the bg was still at 40 mgdl. When they arrived at the hospital, the doctor tested another bg and it was still 40 mgdl. Doctor gave additional glucose IV. The patient was monitored for 24 hours with bg 200 mg/dl. No mention of treatment for rebound hyperglycemia. He was discharged on the next day (B)(6)2025. During the report, he was in a good condition now. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.